Manufacturer narrative:
One tube was received for evaluation with debris attached to the inner diameter of the trach tube lumen. The debris was easily removed and was identified as a thin piece of dried mix used in the manufacture of the trach tube. It is believed that the material was inadvertently introduced either just prior to packaging or from the stylet as it was being placed into the packaging. The device history was reviewed with no issues noted. Smiths was able to confirm the issue and determine the cause. The issue was reviewed with manufacturing and is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report. Smiths recognizes that this report is not being submitted within the required timeframe. MDR reporting deadline based upon the date the information was received was november 28, 2008. Smiths continues to be committed to regulatory compliance and will make every effort to ensure that this does not recur.

Event description:
The reporter stated that when the device was inserted into the pt, the pt was in distress and could not breathe. A piece of plastic was found partially attached to the lumen when the tube was removed. The pt did not appear to have aspirated the material. During evaluation, a piece of manufactured material was found inside the tube. There was no pt injury or treatment associated with this event.